Event description:
A user facility reported to olympus that the image was intermittently present upon shaking the video connector. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a failure of the video cable connector. Additional evaluation findings are as follows: 1.) Video connector socket worn; 2.) Corrosion on main board noted; 3.) Kink noted on the front panel flat cable; 4.) Minor corrosion noted on the housing and back panel. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the intermittent/flickering image could not be identified. However, it¿s likely the cause is related to a defective receptacle. Olympus will continue to monitor field performance for this device.

Event description:
The problem, as reported to olympus, was identified during the device preparation for use for an intended procedure of diagnostic upper gastrointestinal endoscopy. The intended procedure was not completed and was postponed. There was a delay of 1 hour in the start of the procedure due to the problem. The patient was not under general anesthesia. It was reported that no additional device were involved in the event.

Manufacturer narrative:
This supplemental report is submitted to provide additional event information. Update to section b5.